Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead failure as there has been a gradual increase in capture threshold on the rv lead. Therefore, at the patient¿s generator changeout procedure the physician thought it was best to also explant and replace the rv lead. No patient complications have been reported as a result of this event.